Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during the infusion of insulin, the pump alarmed and indicated that there was an occlusion. The patient reported that they observed that the site was leaking and when the patient removed the site, they noticed that the cannula was bent. According to the home care patient, their blood glucose levels rose to 500 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection and changed their infusion site to resolve their blood glucose levels. No permanent adverse effects to the patient reported.